Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary - the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. Device history lot - null. Device history review - null.

Event description:
Asr revision: (B)(6) - update from (B)(6) spreadsheet dated (B)(6) 2011- right hip, asr resurfacing, added products and revision reason. Update 18 jan 2018: additional information received from crawford reason(s) for revision: pain but previously reported. Added manufacturing dates.